Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired and the anvil disengaged. The surgeon was able to remove the component and complete the procedure. The hospital has reported no pt injury occurred.